Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2021. During the procedure, the balloon burst when inflated inside the patient which caused minimal mucosal tear to the patient's esophagus. Reportedly, no treatment was performed for the minimal injury. There were no patient complications reported as a result of this event aside from the minimal mucosal tear. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.